Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was emitting beeping tones and displayed an error message indicating that the ICD had reverted to a 'fallback' safety mode.